Manufacturer narrative:
The t:slim x2 g5 pump user guide states: your t:slim x2 g5 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. Additionally, it was reported that the customer had loaded a new cartridge onto the pump outside of the load sequence. The customer reported that the pump displayed 55 units. Tandem technical support assisted the customer through the load sequence. Reportedly, the customer received an accurate estimate. The customer's blood glucose level was 165 mg/dl at the time of both events.